Event description:
The customer reported that the aq2010v three piece silicone lens tore in half as it was inserted into the eye. The lens was removed and another same model lens was implanted. Sutures closed the wound. The reporter stated the event was the result of a loading error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation codes results (other) visual inspection of the returned lens showed half of the optic and a haptic was torn off and missing. There was a clear surgical residue on the lens (B)(4).